Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise, oversensing, pacing inhibition, loss of capture, and high out of range pacing impedances measuring greater than 2000 ohms. The patient didn't experience asystole. The lead was tested on the pacing system analyzer (psa) and the out of range impedance measurements were duplicated. This lv lead was explanted and replaced. No additional adverse patient effects were reported.